Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, she indicated that she saw sparking "on the length of the cord" where wires are exposed, but did not see a fire, smoking, or a breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue. In summary, breaches in the outer insulation of the cord, exposing wires, at approximately 45 cm from the strain relief and 51 cm from the dc plug were present and resulted in a short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. Evaluation summary: the power supply was plugged in and the voltage across the dc plug was measured at 0.2 vcd, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.7 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 59.0 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that she purchased her pump on 09/18/2010 and began using it immediately without issue, 7 times a day. On (B)(6) 2011, when she was using the pump, the "transformer started to spark and [will] not work." The customer did not report an injury.